Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged and failed battery test. The customer's blood glucose level was 88 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected failed battery test alarm or low battery alarm noted. The battery icons functioned properly. No rainbow on screen noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.